Event description:
The customer complained that the head section would not lower. When they activated the CPR lever, the head would lower, until they released the CPR lever, then the head would rise back up.

Manufacturer narrative:
The tech replaced the left nurse call only membrane, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.